Manufacturer narrative:
(B)(4) initial report. Please note: this MDR was originally filed on 08 jun 2016 to an esubmissions test account. No ae reported. Additional information and the return to the reported device have been requested, and if received, the device will be examined and further information will be provided in a supplemental report upon completion of the investigation. The relevant device manufacturing records have been retrieved and reviewed, it was found that this device conformed to material and dimensional specification when manufactured. Please note: this event did not occur in the USA. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA.

Event description:
One of the metal jaws on a uniglide femoral extractor have broken off.

Manufacturer narrative:
Additional information and the return of the device were requested. The returned device was measured, where possible/where little damage was present, and was found to conform to specification . The device manufacturing records were identified and reviewed: it was found that the device conformed to specification at the time of manufacture. It was concluded that the reported damage to the device occurred through repeated intended use. No ae has been reported. Please note: this event did not occur in the USA. This report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA.

Event description:
One of the metal jaws on a uniglide femoral extractor has broken off.